Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: the original complaint could not be adequately investigated. The complaint of a blank screen could not be tested because the pump did not power on. Unrelated to the original complaint, the battery compartment was cracked. There was moisture present in the battery compartment. Also unrelated to the original complaint, the leak test was performed and there was leak in the battery compartment. There was moisture present throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was blank. The reporter confirmed that there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.